Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, that the patient experienced a skin reaction. The reaction was described as scars. Patient's mother reported taking patient to see a doctor on (B)(6) 2017. The doctor recommended contacting dexcom to exchange the sensors. At the time of contact, patient is stable. No additional event or patient information is available. No product or data was provided for evaluation. The customer complaint could not be confirmed. A root cause could not be determined.